Event description:
The customer reported to beckman coulter (bec) that there was a red fluid leak of approximately 5 ml from the smpling probe of the coulter act 8/10 analyzer. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were associated with the reported leak. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse indicated that the instrument was getting vacuum errors. Upon further inspection, the fse discovered that the vacuum chamber was full and not draining. The fse found the solenoid lv15 was not activating, and replaced the lv15. After replacing the solenoid, vacuum returned and the vacuum chamber drained as normal. System performance was verified, and there were no further error messages reported. Failure mode was related to the solenoid lv15. (B)(4).